Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the magellan safety needle. The customer reports "the needle disloged from hub when withdrawing from the patient"